Event description:
The patient sensors were not detected in the field created by the window field generator. Ask rep for assistance and was instructed to move sensors to different location. Reporter states the manual does not state to move the cables. Manufacturer response for monarch patient sensors, johnson and johnson (per site reporter). Ask rep for assistance and was instructed to move sensors to different location.